Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9143677. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-23. Medical device lot #: 9196152. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-07-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it is reported customer experienced elevated potassium results. Customer reported having elevated potassium results using bd gold top sst tube for the past six months."

Manufacturer narrative:
H.6. Investigation summary bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. Bd technical services provided troubleshooting with the customer. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it is reported customer experienced elevated potassium results. Customer reported having elevated potassium results using bd gold top sst tube for the past six months."